Manufacturer narrative:
The impella cp was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old african american patient presenting with cardiomyopathy. The impella cp pump was inserted for hemodynamic support without any reported issue. During support, that patient's access site developed a bleed around the suture holding the blue butterfly in place. As treatment, the suture was removed, thrombin powder was applied, and 2 liters of packed red blood cells were administered.